Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The jada did not stop the bleeding [device ineffective]. No additional ae identified [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse manager referring to a female patient of unknown age via clinical account specialist (cas). The patient's medical history included cesarean section. The patient¿s concurrent conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via vaginal route (lot #, serial # and expiration date were not reported) for post cesarean section bleeding, while she was in post-anesthesia care unit (pacu). The vacuum-induced hemorrhage control system (jada system) did not stop the bleeding (device ineffective). The patient sought for medical attention. The patient was taken back to the operating room and a hysterectomy was performed. No additional adverse event (ae) identified (no adverse event), and no product quality complaint (pqc) identified. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.